Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic pain') and genital haemorrhage ('bleeding: gen. Abnormal. Bleed') in a 44-year-old female patient who had essure (batch no. 959212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included itchy rash and anxiety disorder. Concurrent conditions included vaginal itching, uti, depression, yeast infection, back pain, pain in hip, facet joint arthropathy, asthma, insomnia, cough, sneezing, general body pain, endometrial carcinoma, gonorrhea, hyperlipidemia, diabetes mellitus, allergic rhinitis, dysfunctional uterine bleeding, bladder infection, nausea, dizziness, diarrhea, light-headed, dyspepsia, joint pain, musculoskeletal pain, burning micturition, bladder spasm, urinary urgency, urinary frequency, seasonal rhinitis, nasal polyps, sleep apnea, varicella, irritation gastric, pyelonephritis and rib pain. Concomitant products included clonazepam (klonopin), duloxetine, fluoxetine hydrochloride (prozac) and trazodone for anxiety and depression, fluticasone propionate;salmeterol xinafoate (advair) for asthma, omeprazole for gerd, glipizide, liraglutide (victoza) and metformin for type 2 diabetes mellitus as well as amoxicillin, chloramphenicol (antibiotic), clonazepam, cyclobenzaprine, duloxetine hydrochloride (cymbalta), levofloxacin, levonorgestrel (mirena) from (B)(6)2015 to (B)(6)2015, medroxyprogesterone acetate (provera), montelukast sodium (singulair), nsaids from (B)(6)2012 to (B)(6)2015, oxycodone hydrochloride;paracetamol (percocet) from (B)(6)2012 to (B)(6)2015, paracetamol (acetaminophen) from (B)(6)2012 to (B)(6)2015, salbutamol (albuterol), sulfamethoxazole;trimethoprim (bactrim) and triamcinolone. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("bladder/urinary problems : vag. Infect., vag. Discharge/ infection (bladder urinary tract/vaginal) type: vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and migraine ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems : vag. Infect., vag. Discharge"), depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: anxiety, mental anguish"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vaginal infection and vaginal discharge had resolved and the psychological trauma, menorrhagia, vaginal haemorrhage, dysmenorrhoea, depression, anxiety, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Insertion details- 4 coils on right side and 3 on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral occlusion.. Imaging procedure - on (B)(6)2015: bilateral occlusion.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, fatigue, abnormal vaginal bleeding, vaginal discharge, pelvic pain, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain pelvic pain') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed') in a 44-year-old female patient who had essure (batch no. 959212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included itchy rash and anxiety disorder. Concurrent conditions included vaginal itching, uti, depression, yeast infection, back pain, pain in hip, facet joint arthropathy, asthma, insomnia, cough, sneezing, general body pain, endometrial carcinoma, gonorrhea, hyperlipidemia, diabetes mellitus, allergic rhinitis, dysfunctional uterine bleeding, bladder infection, nausea, dizziness, diarrhea, light-headed, dyspepsia, joint pain, musculoskeletal pain, burning micturition, bladder spasm, urinary urgency, urinary frequency, seasonal rhinitis, nasal polyps, sleep apnea, varicella, irritation gastric, pyelonephritis and rib pain. Concomitant products included clonazepam (klonopin), duloxetine, fluoxetine hydrochloride (prozac) and trazodone for anxiety and depression, fluticasone propionate; salmeterol xinafoate (advair) for asthma, omeprazole for gerd, glipizide, liraglutide (victoza) and metformin for type 2 diabetes mellitus as well as amoxicillin, chloramphenicol (antibiotic), clonazepam, cyclobenzaprine, duloxetine hydrochloride (cymbalta), levofloxacin, levonorgestrel (mirena) from (B)(6) 2015, medroxyprogesterone acetate (provera), montelukast sodium (singulair), nsaids from (B)(6) 2012 to (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2012 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2012 to (B)(6) 2015, salbutamol (albuterol), sulfamethoxazole;trimethoprim (bactrim) and triamcinolone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("bladder/urinary problems : vag. Infect., vag. Discharge/ infection (bladder urinary tract/vaginal) type: vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), vaginal discharge ("bladder/urinary problems : vag. Infect., vag. Discharge"), depression ("psychological or psychiatric condition: depression") and anxiety ("psychological or psychiatric condition: anxiety, mental anguish"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vaginal infection and vaginal discharge had resolved and the psychological trauma, menorrhagia, vaginal haemorrhage, dysmenorrhoea, depression, anxiety, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Insertion details: 4 coils on right side and 3 on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: bilateral occlusion. Imaging procedure: on (B)(6) 2015: bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, fatigue, abnormal vaginal bleeding, vaginal discharge, pelvic pain, abdominal pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet was received. Lot number were added. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), depression, anxiety mental anguish, fatigue, migraines headaches. Reporter information, concomitant drug, events onset date were added. On 11-sep-2019: plaintiff fact sheet was received. No new information were added. On 12-sep-2019: medical record was received. Medically confirmed case. Reporter information, medical history, concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('bleeding: gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems : vag. Infect., vag. Discharge") and vaginal discharge ("bladder/urinary problems : vag. Infect., vag. Discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, vaginal infection and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: bilateral occlusion. Imaging procedure on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Events: abdominal pain, bleeding: gen. Abnormal. Bleed, psych injury, bladder/urinary problems : vag. Infect., vag. Discharge was added. Event outcome was added to the events: abdominal pain, bleeding: gen. Abnormal. Bleed, vaginal infection, vaginal discharge. Event outcome was updated to the event: pelvic pain. Lab data was updated. Case became incident. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.